Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery life was short. It was also reported that there was no alarm history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.